Manufacturer narrative:
During a follow up call on (B)(6) 2015, the customer indicated that blood glucose level was back within target range. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose level was 345 mg/dl. The customer was able to load a new cartridge successfully and indicated that a correction bolus would be administered.